Manufacturer narrative:
The reported event of stylet was unable to be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the inner coil inside the connector region was bunched up and the ptfe stylet coating was stripped proximal to the connector pin. The cause of the reported event was isolated to procedural damage.

Event description:
It was reported that during the procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.